Event description:
At end of back surgery case the surgeon tried to remove a surgical pattie that was in a hard to reach area. He pulled slightly on the string and the string came out without the pattie attached. The pattie could not be found with fluoroscopy. Patient subsequently had CT and returned to or 2 days later for removal.